Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5080359, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during a permanent implant procedure, it was discovered that there were 6 contacts left from the trial lead. The physician was able to remove the contacts.